Event description:
While using 'neo-tee' t-piece resuscitator on patient, flow to the device was lost. The flow was checked at the wall oxygen and found to be connected correctly. The device was then moved to a second wall oxygen flowmeter. The device had flow only momentarily and again lost flow.======================manufacturer response for resuscitation device, neotee (per site reporter).======================they reported they have never had this happen before. The rep will be coming in to pick up the device.